Event description:
It was reported that the right ventricular lead exhibited loss of capture, impedance less than 200 ohms and increased thresholds. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.